Event description:
Nurse states that the patient advised the unit was not suctioning. Nurse states that they plugged the unit in and advised it seems to be running. No additional information provided.